Manufacturer narrative:
An event regarding septic loosening involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows the inferior surface of a recently explanted femoral component. There is bone cement present throughout the inferrior surface with the exception of one small section at the tip of the femoral component. The bone cement has evidence of bone interdigitation. Medical records received and evaluation: medical review has indicated that an arthroplasty deep joint infection caused pain and major bleeding in the joint. Infectious osteolysis caused the devices to become loose and were removed. Two-stage infection treatment approach with spacer implantation as first stage. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusions: medical review has indicated deep joint infection has caused pain and major bleeding in the joint and that infectious osteolysis caused the devices to become loose however the exact cause of the event could not be determined because insufficient information was provided. Further information such as revision operative reports, pathlogy reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Revision knee due to unexplained pain. Knee opened large volume of blood in joint. Cemented triathlon ps implants loose and removed. Bone debrided and cement spacer inserted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision knee due to unexplained pain. Knee opened large volume of blood in joint. Cemented triathlon ps implants loose and removed. Bone debrided and cement spacer inserted.